Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported event cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device fail upon installation. The laser fiber ball tip broke off when passed through the scope. The customer replaced the laser fiber and the uf-v3 scope being used. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - unknown as the lot number was not provided. The DHR was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the cause of the laser fiber ball tip breaking off when passed through the scope was likely from the fiber being stressed while being passed through the scope. This is likely from user mishandling of the fiber. Olympus will continue to monitor field performance for this device.